Manufacturer narrative:
The technician found the brake/steer function was not working. He replaced the broken brake mechanism to repair the bed.

Event description:
Info received indicates the brake/steer function is not working. Brake will not hold.